Event description:
(B)(4). I have had constant pain and cramping about two weeks after having the implants done. I have had abnormal andamp; excessive bleeding during my periods that lasted 2-3 weeks out of the month every month, painful ovulation andamp; painful intercourse. My body hurts, lower back, hips, knees- pain visits to a chiropractor did not provide much relief. I wake up daily with a headache that last almost all day and I cannot find relief. Dizziness, forgetfulness, mood swings... I am constantly exhausted! I had vomiting daily for a month straight. My skin is dry and my hair was slowly falling out. I continue to gain weight no matter what I do to try and lose weight. Depression is a daily battle. I rarely sleep a full night. I also had an unwanted pregnancy and a misscarriage. I have had several blood tests, xrays,CT scans, upper endoscopies, a hydascan, ultra sounds and a colonoscopy. I have had 7 surgeries including a hysterectomy since the implant and am going in monday to have another. Prior to essure being implanted I did not have one of the above listed problems and no medical illnesses. None